Manufacturer narrative:
Concomitant products: evproplus-26us transcatheter valve implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. Cultures were taken. The complete transvenous pacing system was explanted. No further patient complications have been reported as a result of this event.